Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.- the rns® system is an adjunctive therapy in reducing the frequency of seizures in individuals 18 years of age or older with partial onset seizures who have undergone diagnostic testing that localized no more than 2 epileptogenic foci, are refractory to two or more antiepileptic medications, and currently have frequent and disabling seizures (motor partial seizures, complex partial seizures and/or secondarily generalized seizures).

Event description:
On (B)(6) 2023, the rns system (neurostimulator and leads) was explanted. The patient had a skin breakdown over the device which resulted in infection. Culture results are pending. Treatment included vancomycin-rocephin. The physician reported drainage and fistula formation at the incision site.